Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the instruction manual evis lucera pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera pcf type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, sterilization procedures, the prevention measures are described. Olympus will continue to monitor field performance for this device.